Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image was grainy and blurry as a result of a faulty charged coupled device (ccd). There was also a cut in the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the hd camera head was damaged and no image was displayed prior to an unknown diagnostic procedure. The procedure was completed with a similar device. There was no delay in the procedure. The cable was not kinked or coiled at the time of the event. The customer does not think the device came in contact with a hard surface/deep impact or sharp corner. There were no reports if patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of no image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was no longer displayed due to a failure of the charge coupled device (ccd) unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.